Event description:
Complainant alleged that while treating a pt, the device defibrillated a reported three times successfully, however, on the fourth attempt to shock the pt, the device displayed a "defib fault 72" message. The user replaced the associated paddles, and the device displayed a "defib fault 72" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a transistor on the hv module. Analysis for reports of this type has not identified an increase in trend.